Event description:
A facility reported that after flushing the certas valve during procedure (B)(6), medical staff wanted to test the patency of the stages with a riser pipe and the stages did not open as indicated: "the surgeon and the head of or staff were proceeding the local process to test shunts: first they tested with a syringe filled with nacl if the valve has a flow which worked (which is also mandatory due to IFU). Then they used a manometer / pressure gauge to test the setting / flow at the given stage." The surgeon decided to replace the valve with a hakim to complete the procedure. No patient injury reported; however, the event led to 1 hour surgical delay due to product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve was returned for evaluation: DHR - lot 7307113, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to air bubbles, as noted in the IFU, the presence of air bubbles can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing. At the time of investigation, no functional issues were noted.